Event description:
Caller reports during the correlation study patient tested 1.0 inr on the coaguchek s system and 1.6 inr on a comparison lab. No treatment info was provided. No adverse event reported. Requested return of suspect system and replacement sent.